Manufacturer narrative:
(B)(4).

Event description:
The pt experienced no stimulation sensation on the right side following a fall. The pt "occasionally" falls. She had stimulation on the left side. The amplitude was set at 1.3, but has increased the right side to 4.0 and still no stimulation. She was afraid of shocking if she went any higher. She experienced pain in her chest when the stimulation was on or off and two paddle leads were found broken, they were shut off. She was feeling chest pain again this time. It was noted that she had increased baseline pain. She has been charging more than expected for the past six months. She used to recharge every few weeks and now "every three days". Add'l info has been requested.